Event description:
It was reported that following a stenting treatment procedure, a vessel occlusion occurred. The patient presented with a st elevated myocardial infarction. The diffuse lesion being treated was located in the proximal left anterior descending artery (lad). A 3.0x20mm ion stent was implanted with good angiographic results. The procedure was completed and as they were taking the patient out of the room they noticed some EKG changes. Angiography showed the lad was totally occluded. The physician implanted a 3.5x8mm ion stent in the proximal portion of the 3.0x20mm stent and post dilated with a 3.25x20mm nc apex with excellent angiographic results. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).